Event description:
The customer reported to customer service than when using her breast pump, her areolas are being pulled into the breast shied tunnel and her nipples are rubbing. As a result, her nipples are being cut open. Additionally, she has a yeast infection. She has not been fitted for breast shields and has tried multiple sizes which have not resolved her issue. She has seen multiple doctors and has received a topical treatment for the yeast infection.

Manufacturer narrative:
Customer service sent the customer additional breast shield sizes and recommended that she get professionally fitted for breast shields. Attempts to follow up with the customer to obtain additional complaint information have been unsuccessful, including a final attempt by letter. A medela clinician sent the customer an email requested a reply to information regarding proper breast shield sizing and fit and provided pump usage tips to promote comfort and efficiency. The customer did not reply. The clinician then called the customer and left a voicemail message for the customer and also to an overseas phone number for (B)(6). There has been no response from the customer. Based on information provided by the customer in her original statement, it appears that her issue is not the result of a product malfunction, but is, instead, the result of breast shield sizing. Therefore, it cannot be definitively concluded that the pump caused or contributed to the customer's yeast infection. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.